Event description:
It was reported that the electric dermatome handpiece was used to obtain a skin graft from donor site. The blade was loaded in the proper fashion, and the surgeon determined which ratio to be used. The dermatome scraped the skin and no graft was resected from the donor site. After the surgeon realized the issue, he marked the product as broken and proceeded to complete the case with another device. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 07/17/2012 and was last repaired on 07/04/2013 for a non-related issue. Evaluation of the device observed it operated within motor speed specifications but was extremely erratic. Prior to repair, the device was within calibration specifications at all tested thickness settings. Repair of the device included replacement of the motor along with all standard repair parts. In post repair testing, the switch passed continuity testing. The motor functioned within motor voltage specifications. Discoloration was observed on the motor, as well as corrosion to the eccentric shaft and reciprocating arm. Special care related to cleaning or sterilization should be taken by the customer to prevent the entry of moisture within the device, as the moisture likely caused the observed discoloration and corrosion. The device was serviced and returned to the customer.